Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with right atrial lead dislodgement one day post implant seen on chest x-ray. The lead was successfully repositioned on (B)(6) 2021.the patient was in stable condition.